Event description:
It was reported that a minicap transfer set leaked due to the presence of a tiny hole in the tubing. This occurred during the use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation in wet condition with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues and no leaks were observed. The transfer set was leak- tested using the returned mini cap and no issues or leaks were observed. Integrity of the seal surface test was performed between the patient adapter and an in-lab titanium adapter and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.